Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information, radiograph, or the device the root cause of the reported crack cannot be determined. Per the report, the cracked meta fem nail 11.5 x 32 was removed. Based on the information provided, the procedure was successfully completed without significant delay using a smith and nephew back up device. Since there was no patient harm reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to poor insertion technique or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3.

Manufacturer narrative:
D10: added concomitant device. Case- (B)(4).

Event description:
It was reported that, during a trauma surgery while the instrument was inside of the patient, after inserting the distal screws and confirm the rotation there was a sound. However, the surgery continued; when setting the end cap and it could not be inserted. Then, it was confirmed under image that there was a crack on the end of the meta retro fem nail 11.5 x 32 and it was removed. The procedure was successfully completed with no significant delay using a smith and nephew back up device. Patient was not harmed.